Event description:
It was reported that the patient did not feel well; experienced weakness and fatigue. The patient used a phone application to measure their heart rate which showed the patient¿s heart rate was 30 bpm. The potential causes of the heart rate being less than the programmed rate intervals on the implantable pulse generator (ipg) device was discussed. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2014-(B)(6). (B)(4).